Event description:
The complainant reported that the patient developed a hematoma at their access site following impella cp implant. Femostop was placed over the site to treat the condition and heparin was kept on standby and the bleeding issue was resolved. Support was maintained with the implanted pump. In addition, the patient also experienced ventricular tachycardia which was treated by the physician.

Manufacturer narrative:
The investigation has been completed. No product was returned. The root cause of the access site bleeding was determined to be anticoagulation management because heparin was kept on standby and the bleeding issue was resolved. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular tachycardia was not determined. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿